Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of the first proglide device were successfully preplaced. Reportedly, the second proglide device had a complete separation of the guide below the level of the foot. A cut down was performed and the guide and the suture of the first proglide device were removed. The artery was sutured to achieve hemostasis. There was a clinically significant delay in the procedure as the tavr was postponed one day. Hospitalization was extended. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide separation was confirmed. A review of the lot history record revealed, no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified, no similar incidents from this lot. The investigation was unable to determine, a conclusive cause for the reported guide break. However, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.